Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On unknown dates, the patient experienced stoma site inflammation, abdominal pain with a strong feeling of being belted, and mobilization of the tubing was impossible. It was reported that the patient's pain increased with exertion and walking, which was treated with spasfon. On (B)(6) 2019, the patient underwent an unknown scan, which ruled out an abscess. On (B)(6) 2019, the patient was found to have impaction of the gastric tube, which was described as burying of the internal retention plate and was hospitalized in the gastrology department. Duodopa therapy was stopped and the patient began oral therapy. At the time of report, the tubing was still in use.